Manufacturer narrative:
(B)(4). This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable root cause could not be determined, since we are unsure why the patient had a breach in aseptic technique. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. As the product code and lot number are unknown, a batch review cannot be performed nor a 510k number be reported. If additional relevant information becomes available, a follow up report will be submitted.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA of peritonitis in a male patient coincident with dianeal therapy. During a call with baxter customer service, the following information was provided. On an unreported date in (B)(6) 2009, the patient developed and was hospitalized for peritonitis. Per the consumer, the cause of the peritonitis was due to water entering the patient's site while he took a bath. Treatment information was not reported. On an unreported date, the patient recovered from the event of peritonitis.